Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was explanted and replaced on (B)(6) 2019. It is unknown at this time why the ipg was replaced.

Manufacturer narrative:
There is no allegations against the ipg. The patient had the ipg replaced to take advantage of new technology. This report was sent in error.

Event description:
Further follow-up indicates that there is no allegations against the ipg. The patient had the ipg replaced to take advantage of new technology.